Manufacturer narrative:
Further review of the software logs, the imaging system powered on three times. At 19:26:23, the o-arm entered the collision zone which prevented some motion functionality. However, the o-arm moved out of the collision zone at 19:28:00. At 19:30:52, the o-arm was power cycled. The user performed several successful scans. At 21:35:42, the user moved the o-arm into the collision zone which prevented the o-arm from accepting some motion commands. The o-arm did not accept some motion commands as evident by the following log message: ¿ignoring command : y=0.550000011920929 while in collision zone.¿ the user performed a few more successful scans and powered down at 21:44:59. The user powered the o-arm back up, moved the gantry up, took a scan, and powered back down the o-arm. The logs did not provide information that would help determine the root cause of the issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system logs were reviewed which found that issue was due to the user operating the system before it was initialized. No parts were replaced.

Event description:
A site representative reported that outside of a procedure, after a surgery was finished, the imaging system did not respond on pendant commands. The staff rebooted the system multiple times before it began responding again. There was no patient present when this issue was identified.